Event description:
Account states that while the dr. Was doing an acl on a pt, the drain splintered into several pieces. The dr. Had to perform another surgery to removal all of the fragments. No further complications have been reported.